Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "the s-rom hydroxyapatite proximally coated modular femoral stem in revision hip replacement " written by a. M. Imbuldeniya, w. K. Walter, b. A. Zicat, and w. L. Walter published by the bone and joint journal doi:10.1302/0301-620x.96b6.33381 accepted by publisher 4 march 2014 was reviewed. The article's purpose: "to present long-term clinical and radiological results of the ha version of (the s-rom stem) in revision thr. Data was compiled from 397 revisions between april 1992 and december 2002 with mean age of patients of 69 years old. Original implants are not identified in the article. Depuy products utilized: srom stem and sleeve (augment). Adverse event: death (one patient died within 2 days of surgery who experienced a myocardial infarction), radiologic findings without associated interventions (cortical hypertrophy, stress shielding, endosteal spot welds, bony pedestal), heterotopic ossification which led to sciatic nerve palsy and required excision and neurolysis (refer to page 733 paragraph 1), infection (interventions included two-stage surgery, antibiotics-targeted and long term), post operative fracture (interventions included fixation), intra operative fracture (interventions included cerclage wiring), loose femoral component (intervention included revision), and pe.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.